Event description:
Reference # imp (B)(4).

Manufacturer narrative:
The ventilator was examined by our field service engineer after the incident. It was found functioning normally, it passed the pre-use checks and no parts were replaced. The logs were downloaded. The evaluated relevant logs included the test, event and technical logs. The test log shows that the last successful pre-use check prior to the reported incident was performed on (B)(4) 2013 and the ventilator was subsequently left in the standby mode until ventilation was started on (B)(4) 2013, at 09:21.00. The event log shows that the ventilator was set to the standby mode by an active user action. The standby mode was attained by first pressing the standby/stop (standby) button and then confirmed by pressing the "yes" option in the dialog window. The ventilator can only be set to the standby mode by actively selecting the "yes" option. Before this option is selected, ventilation is still ongoing and the ventilation curves and parameters are still displayed on the screen. The pressing action is logged as "standby button activated" in the logs. When the option "yes" is pressed the ventilator is set to the standby mode. Ventilation stops, the ventilation curves and parameters are replaced by the clearly visible standby text. There is no entry in the technical log on the day of the incident to suggest a ventilator malfunction. The conclusion is that there was no ventilator malfunction at the time and the ventilator did not set itself to the standby mode. It was set to the standby mode on (B)(6), at 07:01:19 by an active action and it was not restarted until 15 minutes later at 07:16:49. Reference exemption #: (B)(4).